Manufacturer narrative:
Report number 2124215-2024-67563 refers to aus, patient code of infection. Report number 2124215-2024-67561 refers to aus, patient code of incontinence. Report number 2124215-2024-66652 refers to sling - mens, patient code of incontinence. Report number 2124215-2024-67569 refers to sling - mens, patient code of incontinence. Report number 2124215-2024-67571 refers to sling - mens, patient code of incontinence. Report number 2124215-2024-67573 refers to sling - mens, patient code of incontinence. D. M. Lopategui, t. Demus, c. Mallory, et al. A full bladder is not needed for the male stress incontinence grading scale https://doi.org/10.1097/upj.0000000000000520.

Event description:
It was reported per a literature article in urology practice that a retrospective study was conducted to evaluate the male stress incontinence grading scale. A total of 40 cases of patients who underwent a sling placement, and 43 cases who underwent artificial urinary sphincters (aus) placement, between april 2017 and september 2021 were assessed. The following boston scientific products were used during the procedures: sling advance xp and artificial urinary sphincters (aus). Four out of the 40 sling patients experienced incontinence, one of which had an aus placed. One patient had a sling placed mainly for climacturia and reported no resolution to it. One patient with an aus experienced erosion. One patient had a perioperative infection requiring removal of the aus. One patient experienced lessened symptoms, but incontinence was still present. A high success rate for both slings and aus was found.